Manufacturer narrative:
The reported event of a loss of ble connection was not confirmed. The issue was resolved by re-pairing the patients phone to the implanted device and no troubleshooting was performed. No further investigation is required at this time. If the issue persists, the investigation will be re-opened. The patient is showing as connected via merlin.net as of the closure of this investigation.

Event description:
During a remote follow up, the device was unable to be interrogated using bluetooth (ble) telemetry. The patient presented in clinic and the device was successfully interrogated using ble telemetry to resolve the event. The patient was stable.